Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted due to pelvic organ prolapse. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. On (B)(6) 2012, the patient underwent coloplast restorelle implant due to pelvic organ prolapse. The patient underwent mesh removal on (B)(6) 2012 due to mesh erosion. The patient underwent subcutaneous anal fistulectomy on (B)(6) 2012 for anal fistula. The patient underwent mesh removal from posterior vaginal mucosa twice on (B)(6) 2012 and vaginal mesh removal on (B)(6) 2013 for mesh erosion. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.